Event description:
Per the audiologist report, this patient experienced pain around the implant site with or without his transmitter coil on. Results of an integrity test done in 2006 were consistent with normal receiver/stimulator function. Electrode anomalies were apparent on 3 electrodes. The surgeon explanted this device in 2006 and reimplanted a new one during the same surgery. During this surgery, it was determined that a suture was present near the site of pain and may have been the reason for the complaint.

Manufacturer narrative:
This type of event is addressed in the device labeling.